Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display controller and cracked liquid crystal display crystal display glass. Unable to perform functional testing including self-test, sleep current measurement, active current measurement or displacement test due to display anomaly. He insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack because of no screw thread in battery compartment. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.